Event description:
While turning stopcock on bakri balloon, the clear plastic that the white stopcock fits into, broke and the stopcock fell out. Physician was able to use umbilical cord clamp to keep the fluid in and the balloon inflated.